Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was a poor communication screen on the patient programmer on the day of the report. It was indicated that the patient used an antenna. The issue was not resolved when the antenna was unplugged and the patient programmer was placed directly over the implantable neurostimulator (ins). It was noted that the patient would follow-up with the healthcare provider to have the ins checked. It was also reported that the patient had a return of symptoms in (B)(6) 2016. Five weeks later, the patient further reported that the poor communication and returned of symptom had not been resolved. It was indicated that patient had the procedure to replace the battery but it was postponed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.